Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the coronary procedure was completed using system fluoroscopy. The philips field service engineer (fse) inspected the system onsite and identified that the image hdd (hard disk drive) on the ippc failed. A review of system log files showed that the frontal ippc was not operating correctly. The fse replaced the image drive in the ippc and reimaged the system successfully. After replacement, the system was returned to use in good working order. Later, the issue reoccurred and was resolved by replacing the storage hard drives. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the image disk space was too low, preventing imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.